Event description:
It was reported there was a possible right ventricular (rv) lead fracture. The patient had a generator change-out; the device system was functioning normally. Approximately five days following the generator change-out the device began alarming due to elevated "svc [superior vena cava] coil impedance" on the rv lead. The alarm was programmed off. The patient returned for a check "several days later" and then began complaining of "infection symptoms." The system was removed and replaced with a competitive system. The lead was retained by the hospital. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID d224drg implanted: (B)(6) 2013; product ID 5076 implanted: (B)(6) 2006. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.